Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the sheath covering the trocar broke off during its extraction from the patient's abdomen when the surgeon wanted to take out two staples. The patient remains under long-term surveillance in case of residual debris.